Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), genital haemorrhage ("heavy and irregular bleeding"), cervix carcinoma ("cervical cancer"), autoimmune thyroiditis ("hashimoto's thyroiditis /autoimmune disorder-type of disorder: hashimoto's and thyroiditis") and neoplasm malignant ("tumor/ teratoma/cancer (event splitted for coding)") in a (B)(6) female patient who had essure (batch no. 664656) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast lump and colonoscopy (colon condition) on (B)(6) 2010. Concurrent conditions included overweight, hearing loss, tinnitus, hypothyroidism, coronary artery disease, transient ischemic attack, meniere's disease, palpitation, dry eye syndrome, fibromyalgia, coronary artery disease, spinal discopathy and loop electrosurgical excision procedure (for tumor/teratoma/cancer). Concomitant products included nuvaring from (B)(6) 2009 to (B)(6) 2010 for contraception as well as bactrim (bactrium ds) from 2005 to 2009, hydrochlorothiazide since 2015, lorazepam since 2015, meclozine (meclizine) since 2015, meloxicam (mobic) since 2015, naproxen, promethazine, sumatriptan (imitrex) since 2015 and thyroid (armour thyroid) since (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 1 year 2 months after insertion of essure, the patient experienced weight increased ("weight gain"). On (B)(6) 2011, the patient experienced migraine ("migraines /headaches") and headache ("headaches"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), cervix carcinoma (seriousness criterion medically significant), pruritus ("itchy skin"), mood swings ("mood swings") and tension ("tension"). On (B)(6) 2011, the patient experienced urinary tract infection ("frequent urinary tract infections /infection (bladder/urinary tract/vaginal) (events splitted for coding)"), cystitis ("infection (bladder/urinary tract/vaginal) (events splitted for coding)") and vaginal infection ("infection (bladder/urinary tract/vaginal) (events splitted for coding)"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal) /abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced neoplasm malignant (seriousness criterion medically significant), neoplasm ("tumor/ teratoma/cancer (event splitted for coding)") and teratoma ("tumor/ teratoma/cancer (event splitted for coding)"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced pelvic pain ("chronic pelvic pain /pain"). On (B)(6) 2012, the patient experienced alopecia ("hair loss") and hormone level abnormal ("hormonal changes"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant) and thyroiditis ("hashimoto's thyroiditis /autoimmune disorder-type of disorder: hashimoto's and thyroiditis"). On (B)(6) 2015, the patient experienced nervous system disorder ("neurological conditions or problems") and seizure ("seizures"). On (B)(6) 2016, the patient experienced gastrooesophageal reflux disease ("gerd") with nausea and abdominal pain upper and irritable bowel syndrome ("ibs-c /irritable bowel syndrome") with abdominal distension and constipation. On an unknown date, the patient experienced breast tenderness ("breast tenderness"), vulvovaginal dryness ("vaginal dryness"), hot flush ("hot flashes"), night sweats ("night sweats"), dry skin ("dry skin"), skin wrinkling ("wrinkled skin"), feeling cold ("cold all the time"), dizziness ("dizziness"), balance disorder ("balance"), back pain ("back pain"), abdominal pain lower ("lower abdominal pain"), vulvovaginal pain ("sharp vaginal pain"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain") and arthralgia ("joints pain"). The patient was treated with ciprofloxacin (cipro), topiramate (topamax), linaclotide (linzess), testosterone, baclofen, gabapentin, phentermine (adipex), surgery (ablation on (B)(6) 2016) and surgery (loop electrical excision procedure). Essure treatment was not changed. At the time of the report, the menorrhagia, cervix carcinoma, autoimmune thyroiditis, mood swings, tension, breast tenderness, vulvovaginal dryness, hot flush, night sweats, dry skin, skin wrinkling, feeling cold, vaginal haemorrhage, urinary tract infection, thyroiditis, headache, dizziness, seizure, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, irritable bowel syndrome, back pain, abdominal pain lower, vulvovaginal pain, neck pain, musculoskeletal pain and arthralgia had not resolved and the genital haemorrhage, neoplasm malignant, nervous system disorder, dyspareunia, migraine, alopecia, weight increased, pruritus, pelvic pain, balance disorder, cystitis, vaginal infection, neoplasm, teratoma and hormone level abnormal outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, autoimmune thyroiditis, back pain, balance disorder, breast tenderness, cervix carcinoma, cystitis, dizziness, dry skin, dysmenorrhoea, dyspareunia, fatigue, feeling cold, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, hot flush, irritable bowel syndrome, menorrhagia, migraine, mood swings, musculoskeletal pain, neck pain, neoplasm, neoplasm malignant, nervous system disorder, night sweats, pelvic pain, pruritus, seizure, skin wrinkling, tension, teratoma, thyroiditis, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal dryness, vulvovaginal pain and weight increased to be related to essure. The reporter commented: irregular menstrual cycles patient would like to proceed with an ablation. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Hysterosalpingogram - on (B)(6) 2010: bilateral essure device urine hcg negative (B)(6). Approximate weight at the time of essure placement 145 lbs. Patient used ortho patch from (B)(6) 2009 to (B)(6) 2009 for contraception. Reason for discontinuation-unwanted side effects-headaches, weight gain. Essure confirmation test-on 16mar2010, could stop the nuva ring, as the results were successful. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received. Patient¿s concomitant disease, concomitant drugs, unstructured relevant tests and treatment drugs were added. Thyroiditis, bladder infection, vaginal infection, tumor/ teratoma/cancer, hormonal changes and nervous system disorder were added as events. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), genital haemorrhage ("heavy and irregular bleeding"), cervix carcinoma ("cervical cancer"), autoimmune thyroiditis ("hashimoto's thyroiditis /autoimmune disorder-type of disorder: hashimoto's and thyroiditis") and neoplasm malignant ("tumor/ teratoma/cancer (event splitted for coding)") in a 42-year-old female patient who had essure (batch no. 664656) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast lump and colonoscopy (colon condition) on (B)(6) 2010. Concurrent conditions included overweight, hearing loss, tinnitus, hypothyroidism, coronary artery disease, transient ischemic attack, meniere's disease, palpitation, dry eye syndrome, fibromyalgia, coronary artery disease, spinal discopathy and loop electrosurgical excision procedure (for tumor/teratoma/cancer). Concomitant products included nuvaring from (B)(6) 2009 to (B)(6) 2010 for contraception as well as bactrim (bactrium ds) from 2005 to 2009, hydrochlorothiazide since 2015, lorazepam since 2015, meclozine (meclizine) since 2015, meloxicam (mobic) since 2015, naproxen, promethazine, sumatriptan (imitrex) since 2015 and thyroid (armour thyroid) since (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 1 year 2 months after insertion of essure, the patient experienced weight increased ("weight gain"). On (B)(6) 2011, the patient experienced migraine ("migraines /headaches") and headache ("headaches"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), cervix carcinoma (seriousness criterion medically significant), pruritus ("itchy skin"), mood swings ("mood swings") and tension ("tension"). On (B)(6) 2011, the patient experienced urinary tract infection ("frequent urinary tract infections /infection (bladder/urinary tract/vaginal) (events splitted for coding)"), cystitis ("infection (bladder/urinary tract/vaginal) (events splitted for coding)") and vaginal infection ("infection (bladder/urinary tract/vaginal) (events splitted for coding)"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal) /abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced neoplasm malignant (seriousness criterion medically significant), neoplasm ("tumor/ teratoma/cancer (event splitted for coding)") and teratoma ("tumor/ teratoma/cancer (event splitted for coding)"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced pelvic pain ("chronic pelvic pain /pain"). On (B)(6) 2012, the patient experienced alopecia ("hair loss") and hormone level abnormal ("hormonal changes"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant) and thyroiditis ("hashimoto's thyroiditis /autoimmune disorder-type of disorder: hashimoto's and thyroiditis"). On (B)(6) 2015, the patient experienced nervous system disorder ("neurologiacal conditions or problems") and seizure ("seizures"). On (B)(6) 2016, the patient experienced gastrooesophageal reflux disease ("gerd") with nausea and abdominal pain upper and irritable bowel syndrome ("ibs-c /irritable bowel syndrome") with abdominal distension and constipation. On an unknown date, the patient experienced breast tenderness ("breast tenderness"), vulvovaginal dryness ("vaginal dryness"), hot flush ("hot flashes"), night sweats ("night sweats"), dry skin ("dry skin"), skin wrinkling ("wrinkled skin"), feeling cold ("cold all the time"), dizziness ("dizziness"), balance disorder ("balance"), back pain ("back pain"), abdominal pain lower ("lower abdominal pain"), vulvovaginal pain ("sharp vaginal pain"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain"), arthralgia ("joints pain"), meniere's disease ("meniere's disease"), abdominal pain ("abdominal pain") and spinal disorder ("spinal issues"). The patient was treated with ciprofloxacin (cipro), topiramate (topamax), linaclotide (linzess), testosterone, baclofen, gabapentin, phentermine (adipex), surgery (ablation on (B)(6) 2016) and surgery (loop electrical excision procedure). Essure treatment was not changed. At the time of the report, the menorrhagia, cervix carcinoma, autoimmune thyroiditis, mood swings, tension, breast tenderness, vulvovaginal dryness, hot flush, night sweats, dry skin, skin wrinkling, feeling cold, vaginal haemorrhage, urinary tract infection, thyroiditis, headache, dizziness, seizure, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, irritable bowel syndrome, back pain, abdominal pain lower, vulvovaginal pain, neck pain, musculoskeletal pain and arthralgia had not resolved and the genital haemorrhage, neoplasm malignant, nervous system disorder, dyspareunia, migraine, alopecia, weight increased, pruritus, pelvic pain, balance disorder, cystitis, vaginal infection, neoplasm, teratoma, hormone level abnormal, meniere's disease, abdominal pain and spinal disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, autoimmune thyroiditis, back pain, balance disorder, breast tenderness, cervix carcinoma, cystitis, dizziness, dry skin, dysmenorrhoea, dyspareunia, fatigue, feeling cold, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, hot flush, irritable bowel syndrome, meniere's disease, menorrhagia, migraine, mood swings, musculoskeletal pain, neck pain, neoplasm, neoplasm malignant, nervous system disorder, night sweats, pelvic pain, pruritus, seizure, skin wrinkling, spinal disorder, tension, teratoma, thyroiditis, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal dryness, vulvovaginal pain and weight increased to be related to essure. The reporter commented: irregular menstrual cycles patient would like to proceed with an ablation diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: bilateral essure device . Urine hcg negative current weight 164lbs. Approximate weight at the time of essure placement 145 lbs. Patient used ortho patch from (B)(6) 2009 to (B)(6) 2009 for contraception. Reason for discontinuation-unwanted side effects-headaches, weight gain. Essure confirmation test-on (B)(6) 2010, could stop the nuva ring, as the results were successful. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-sep-2018: pfs received: event added- abdominal pain, spinal issues, meniere's disease. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), genital haemorrhage ("heavy and irregular bleeding"), cervix carcinoma ("cervical cancer"), autoimmune thyroiditis ("hashimoto's thyroiditis /autoimmune disorder-type of disorder: hashimoto's and thyroiditis") and neoplasm malignant ("tumor/ teratoma/cancer (event splitted for coding)") in a 42-year-old female patient who had essure (batch no. 664656) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast lump and colonoscopy (colon condition) on (B)(6) 2010. Concurrent conditions included overweight, hearing loss, tinnitus, hypothyroidism, coronary artery disease, transient ischemic attack, meniere's disease, palpitation, dry eye syndrome, fibromyalgia, coronary artery disease, spinal discopathy and loop electrosurgical excision procedure (for tumor/teratoma/cancer). Concomitant products included nuvaring from (B)(6) 2009 to (B)(6) 2010 for contraception as well as bactrim (bactrium ds) from 2005 to 2009, hydrochlorothiazide since 2015, lorazepam since 2015, meclozine (meclizine) since 2015, meloxicam (mobic) since 2015, naproxen, promethazine, sumatriptan (imitrex) since 2015 and thyroid (armour thyroid) since (B)(6) 2018. On (b)6) 2009, the patient had essure inserted. On (B)(6) 2011, 1 year 2 months after insertion of essure, the patient experienced weight increased ("weight gain"). On (B)(6) 2011, the patient experienced migraine ("migraines /headaches") and headache ("headaches"). On (B)(6)2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), cervix carcinoma (seriousness criterion medically significant), pruritus ("itchy skin"), mood swings ("mood swings") and tension ("tension"). On (B)(6) 2011, the patient experienced urinary tract infection ("frequent urinary tract infections /infection (bladder/urinary tract/vaginal) (events splitted for coding)"), cystitis ("infection (bladder/urinary tract/vaginal) (events splitted for coding)") and vaginal infection ("infection (bladder/urinary tract/vaginal) (events splitted for coding)"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal) /abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced neoplasm malignant (seriousness criterion medically significant), neoplasm ("tumor/ teratoma/cancer (event splitted for coding)") and teratoma ("tumor/ teratoma/cancer (event splitted for coding)"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced pelvic pain ("chronic pelvic pain /pain"). On (B)(6) 2012, the patient experienced alopecia ("hair loss") and hormone level abnormal ("hormonal changes"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant) and thyroiditis ("hashimoto's thyroiditis /autoimmune disorder-type of disorder: hashimoto's and thyroiditis"). On (B)(6) 2015, the patient experienced nervous system disorder ("neurologiacal conditions or problems") and seizure ("seizures"). On (B)(6) 2016, the patient experienced gastrooesophageal reflux disease ("gerd") with nausea and abdominal pain upper and irritable bowel syndrome ("ibs-c /irritable bowel syndrome") with abdominal distension and constipation. On an unknown date, the patient experienced breast tenderness ("breast tenderness"), vulvovaginal dryness ("vaginal dryness"), hot flush ("hot flashes"), night sweats ("night sweats"), dry skin ("dry skin"), skin wrinkling ("wrinkled skin"), feeling cold ("cold all the time"), dizziness ("dizziness"), balance disorder ("balance"), back pain ("back pain"), abdominal pain lower ("lower abdominal pain"), vulvovaginal pain ("sharp vaginal pain"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain") and arthralgia ("joints pain"). The patient was treated with ciprofloxacin (cipro), topiramate (topamax), linaclotide (linzess), testosterone, baclofen, gabapentin, phentermine (adipex), surgery (ablation on (B)(6) 2016) and surgery (loop electrical excision procedure). Essure treatment was not changed. At the time of the report, the menorrhagia, cervix carcinoma, autoimmune thyroiditis, mood swings, tension, breast tenderness, vulvovaginal dryness, hot flush, night sweats, dry skin, skin wrinkling, feeling cold, vaginal haemorrhage, urinary tract infection, thyroiditis, headache, dizziness, seizure, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, irritable bowel syndrome, back pain, abdominal pain lower, vulvovaginal pain, neck pain, musculoskeletal pain and arthralgia had not resolved and the genital haemorrhage, neoplasm malignant, nervous system disorder, dyspareunia, migraine, alopecia, weight increased, pruritus, pelvic pain, balance disorder, cystitis, vaginal infection, neoplasm, teratoma and hormone level abnormal outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, autoimmune thyroiditis, back pain, balance disorder, breast tenderness, cervix carcinoma, cystitis, dizziness, dry skin, dysmenorrhoea, dyspareunia, fatigue, feeling cold, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, hot flush, irritable bowel syndrome, menorrhagia, migraine, mood swings, musculoskeletal pain, neck pain, neoplasm, neoplasm malignant, nervous system disorder, night sweats, pelvic pain, pruritus, seizure, skin wrinkling, tension, teratoma, thyroiditis, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal dryness, vulvovaginal pain and weight increased to be related to essure. The reporter commented: irregular menstrual cycles patient would like to proceed with an ablation diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: bilateral essure device urine hcg negative current weight 164lbs. Approximate weight at the time of essure placement 145 lbs patient used ortho patch from (B)(6) 2009 to (B)(6) 2009 for contraception. Reason for discontinuation-unwanted side effects-headaches, weight gain. Essure confirmation test-on (B)(6) 2010, could stop the nuva ring, as the results were successful. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.